Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2020 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on 12/04/2024 retrospectively for the incident in 2020. Original engineering evaluation finding: the windows on the shaft of the inserter were designed to make cleaning of the instrument more efficient. The surgeon gripped the instrument along the external shaft and it caused his glove to get caught on the internal shaft of the instrument. In an attempt to disengage the instrument from the inserted cage, additional instrumentation was used by the surgeon. The aggressive attempts to disengage the instrument caused the tip of the instrument to break off in the implant. Therefore, this incident cause can be traced to both misuse and design of the device.

Event description:
A dlif cage was inserted into the patient. When attempting to disengage the inserter from the implant, the surgeon's glove got stuck inside of the slotted section of the inserter shaft. Due to turning restriction caused by the surgeon's glove, this led to the threaded inserter shaft breaking. The inserter shaft piece is still inside of the implant. The implant was left in the patient, as the position was acceptable. No pain or complications with the patient reported.